Event description:
A physician reported that the laser was interrupted ninety one percent of time resulted in an incomplete flap in the unknown eye, during refractive surgery. The surgery has not been completed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the laser system, performed troubleshooting and reconnected the can cables. Field service engineer performed system verification as per service installation record. The review of logfile for the reported event date confirms the reported issue. The error message fu 5-10-2 "communication timeout. Press ok and follow instructions. Finally, turnkey switch to off and call service!" Appeared once. The error occurred during bed cut of a patient treatment. The laser aborted the treatment. The user enabled the patient release function and turned off the laser device. The root cause for the interruption of the patient treatment is the above-mentioned error message. More information about the reported issue was requested but not received no part is expected to be returned to manufacturer for evaluation. The root cause of the reported event could not be determined conclusively. Most probably it was a one-time event in combination with an instable can cable connection. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser was interrupted ninety one percent of time resulted in an incomplete flap in the right eye, during refractive surgery. The surgery has not been completed.